Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an image failure and the monitor screen turned purple/green. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it is possible that the image sensor unit and the internal board of the connector were damaged, which led to the occurrence of the event. For the cause of the breakage, since multiple damages were confirmed to the curved part, an irregular load was applied to the curved part, and a scratch was confirmed on the connector case, it is possible that an irregular load was applied to the internal board due to external stress such as bumping during handling, and it was possible that it was damaged, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.